Event description:
Dexcom g7 continuous glucose monitor failing or providing wildly inaccurate readings that affect connected insulin pump algorithm resulting in numerous episodes of hypo and hyperglycemia as well as lost sleep and increased distress around glucose management.